Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h2, h6. The device was not returned to olympus for inspection; it was reportedly discarded by the customer. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the electrodes; probes exhibited the green aiming beam was not seen when fired a candle size flame near door of laser. The issue occurred during a therapeutic lithotripsy. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.